Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
6 may 2022, at the device follow up at the hospital, it was confirmed impedance was above 3000 ohms, and noise was observed. Lead break was diagnosed and it was decided to have another operation with s-ICD. 17 may 2022, lead was capped and s-ICD was implanted. Should additional information be received, this file will be updated.